Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under (B)(4). This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer complaint was received via email where a low glucose results from an abbott diabetes care (adc) device was reported. The customer who is already in a "rehab facility" received unspecified low adc device scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer did not specify any symptoms experienced but was unable to self-treat and had contact with a healthcare professional (hcp) who obtained an unspecified blood glucose readings on an hcp meter device. It was reported that the customer received treatment from both third-party and an hcp, however, treatment details were unspecified. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.